Event description:
Additional information was received from the physician about the patient information. The patient's adverse events were previously reported in manufacturer report # 1644487-2014-01197. Further information received will be submitted in manufacturer report # 1644487-2014-01197.

Event description:
It was reported that the patient was seen at the hospital because of an increase in seizures. During examination the attending physician noticed an infection. The patient's neurologist inquired about the affect of vns on the immune system. Attempts to obtain additional relevant information have been unsuccessful to date.